Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
The valve was patent. It met the requirements for siphon and leak testing. It did not meet the requirements for reflux or all of the parameters for pressure-flow testing due to proteinaceous debris in the interior of the device. Debris within the valve may interfere with the pressure-flow control mechanism resulting in reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the shunt was not functioning correctly and was explanted. The report stated that the patient is currently fine.